Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received (B)(4) representative samples from the customer facility for investigation. The actual device was not returned. The samples were evaluated by simulated draw and the customer's indicated failure mode for blood on the cap after draw with the incident lot was observed. A review of the DHR was completed for the incident lot and no issues were identified. Conclusion: confirmed complaint. Bd was able to confirm the customer¿s indicated failure mode because the defect was evident in the testing of the returned samples. Root cause indeterminate at this time.

Event description:
It was reported that a bd vacutainer® barricor¿ tube with the bd lime green hemogard¿ had a droplet of blood on the cap after drawing. No serious injury, no medical interventions. No mucous membrane exposure reported.

Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is pre-amendment and does not have a 510k associated with it.